Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Tandem technical support could not perform troubleshooting as the customer resolved the issue. Additionally, it was reported that the customer received multiple occlusion alarms. Customer changed the infusion set and resumed insulin delivery. Blood glucose was 350 mg/dl.